Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that reportedly has a malfunction with the "pri-start" buttons. This condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during product evaluation. Additionally, service identified several of the other keys on the front panel that failed to respond. The assignable cause was definitively identified as a defective front panel keypad. The front panel keypad was replaced to resolve the reported problem.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.